Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-2324kbcc biocomposite knotless swivelock® anchor was believed to have advanced over the eyelet. This occurred during a rotator cuff repair on (B)(6)2024 anchor was believed to have advanced over the eyelet leaving half the anchor and the entire eyelet on the inserter. Everything was removed from the patient. The procedure continued using another ar-2324kbcctt. There was no harm to the patient. There was no delay, and no additional anesthesia was administered.